Event description:
During a cystic a cystic hepatitis procedure, when they pulled the instrument out of the trocar, the tip of the device was broken. The case was completed with a like device and there was no patient consequence.